Manufacturer narrative:
Product complaint # (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a broken ankle repair procedure on an unknown date and topical skin adhesive was used. The wound dehisced and there was subsequent necrosis of the tissue. There was a second surgery to remove the plate and screws and clean the wound and culture it for infection. The result came back normal. A different closure method was used possibly sutures. The necrosis of tissue remained for a period of time. No additional information is available.